Event description:
It was reported that there was a leaking balloon in surestep foley tray system but description was not clear if it happened on pre-inflation or if it was noted while inside the patient. Balloon port started squirting out fluid after balloon being inflated. Per additional information received on 24jan2024, the dfu information did not specifically instruct not to pre-inflate the balloon. It was unknown if the nurse engaged the syringe all the way into the port. If it was not pushed in all the way and engaged in the port the water from the syringe would come out verse going into the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "water lost via permeation". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a leaking balloon in surestep foley tray system but description was not clear if it happened on pre-inflation or if it was noted while inside the patient. Balloon port started squirting out fluid after balloon being inflated. Per additional information received on 24jan2024, all they could find the IFU information, but it did not specifically instruct not to pre-inflate the balloon. Do they know if the nurse engaged the syringe all the way into the port? If it was not pushed in all the way and engaged in the port the water from the syringe would come out verse going into the balloon.